Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot #: updated from 4103041 to 4083042. D4 - expiration date: updated from 9/30/2026 to 7/31/2026. D4 - primary UDI number: updated from (B)(4) to (B)(4). D9 - device available for evaluation: updated from no to yes. H4 - device mfg date: updated from 10/30/2024 to 8/30/2024.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an unspecified interventional procedure using a small bore sheath (</=8f). Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d4 lot #: updated from 4083042 to 4103041. D4 expiration date: updated from 7/31/2026 to 9/30/2026. D4 primary UDI number: updated from (B)(4) to (B)(4). D9 device available for evaluation: updated from yes to no. D9 date returned to mfg: updated - date of 2/7/2025 was removed, as the device was not returned. H4 device mfg date: updated from 8/30/2024 to 10/30/2024. H6 component code: codes 3088, 1028 and 562 were removed and code 4755 was added. H6 type of investigation: code 10 was removed and codes 1411, 3331 and 4115 were added. H11 additional mfg narrative: updated, as the device was not returned.